Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, and the insulin pump was no longer working. The customer was being helped by the territory manager in getting a brand new insulin pump as the current one has a blank display. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.